Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was delivering un programmed boluses. The customer¿s blood glucose level was unknown at the time of the incident. The caller stated they had 2 boluses for 1.70 and 6.9 units that neither them or the customer programmed. Troubleshooting was not completed. The insulin pump will be returned for analysis.